Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not use room temperature insulin. Tandem technical support educated the customer that that insulin should be at room temperature before filling a cartridge. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.